Event description:
The customer contacted braun thermoscan on 3/23/1998 via the 1-800 number. On 3/20/1998, he suspected his child might be febrile because his skin was blotchy and warm to the touch. A reading of 100.3 f was obtained using the ear thermometer in the child/adult mode. A dose of advil was given, and the child was taken to the doctor, where 45 minutes later, a reading of 100.5 f was obtained. The doctor diagnosed an ear infection and prescribed amoxicillin. Around 9:30 pm that night, the ear thermometer was used and a reading of 98.6f was obtained. A dose of advil was given at bedtime. About 45 minutes later, the customer heard his son whining and found him having a febrile seizure. An ambulance was called to the home, where the medical team obtained a reading of approximately 103f rectally. The customer compared that reading to that on his home unit, which read 100.3f. It took the hosp 2 1/2 hours to bring the child's temperature down from their initial rectal reading of 103f, to 100.5f rectally. This was after two doses of motrin, one dose of tylenol, and an injection for the ear infection.